Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 8.7cm and 28cm from the hub. Microscopic examination revealed a pinhole 10mm from the tip and the balloon is loose. There is blood present in the inflation lumen and balloon. The rated burst pressure (rbp) of the complaint device is 14 atm. The reported information indicates the device was inflated to 8atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on it was reported that inflation failure and leak occurred. A 2.00mm x 12mm apex balloon catheter were advanced for dilatation. However, during inflation that reached 8 atmospheres, it was noted that it was not holding air and seems to have a leak. The device was removed from the patient's body. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.